Manufacturer narrative:
Updated data: b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the asystole was resolved following the implant of the permanent pacemaker. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. However, without the return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Atrial fibrillation was identified at baseline. While the patient recovered from the valve implant procedure in the post anesthesia care unit (pacu), a sudden drop in heart rate to 25 beats per minute (bpm) which was associated with tremors, agonal breathing, and stable blood pressure. Code blue was called. The patient was urgently taken back to the catheterization laboratory and temporary transvenous pacing (tvp) was placed. As reported, pacing was not required for a ¿long¿ time. The post electrocardiogram (ECG) noted atrial fibrillation with a lbbb. Post procedure the patient reported right lower quadrant abdominal pain and subsequently developed a drop in hemoglobin to 7.8 mg/dl. The baseline hemoglobin was 9.5 mg/dl. Two days following the valve implant procedure a computed tomography (CT) identified a right sided retroperitoneal hematoma which measured 8 x 6 centimeters. This extended to the pelvis to the mid abdomen. Three days following the valve implant procedure a permanent pacemaker was implanted. A chest x-ray noted bilateral vascular markings. Information further regarding these markings indicated no pneumothorax, mild diffuse pulmonary interstitial edema, mild cardiomegaly, and stable enlarged cardio mediastinal silhouette. These vascular markings were reported as most suggestive of increasing pulmonary interstitial pulmonary edema. Additionally, a chest CT indicated heavy calcification of the aortic valve leaflets which may underlie hemodynamically significant aortic stenosis. Four days following the valve implant procedure, a CT noted that the hematoma was similar to slightly decreased in size; no new enlarging hematoma. These events prolonged hospitalization. The hematoma was considered resolved six days following the onset. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve an electrocardiogram (ECG) identified a left bundle branch block (lbbb). Atrial fibrillation was identified at baseline. While the patient recovered from the valve implant procedure in the post anesthesia care unit (pacu), a sudden drop in heart rate to 25 beats per minute (bpm) which was associated with tremors, agonal breathing, and stable blood pressure. Code blue was called. The patient was urgently taken back to the catheterization laboratory and temporary transvenous pacing (tvp) was placed. As reported, pacing was not required for a ¿long¿ time. The post electrocardiogram (ECG) noted atrial fibrillation with a lbbb. Post procedure the patient reported right lower quadrant abdominal pain and subsequently developed a drop in hemoglobin to 7.8 mg/dl. The baseline hemoglobin was 9.5 mg/dl. Two days following the valve implant procedure a computed tomography (CT) identified a right sided retroperitoneal hematoma which measured 8 x 6 centimeters. This extended to the pelvis to the mid abdomen. Three days following the valve implant procedure a permanent pacemaker was I mplanted. A chest x-ray noted bilateral vascular markings. Information further regarding these markings indicated no pneumothorax, mild diffuse pulmonary interstitial edema, mild cardiomegaly, and stable enlarged cardio mediastinal silhouette. These vascular markings were reported as most suggestive of increasing pulmonary interstitial pulmonary edema. Additionally, a chest CT indicated heavy calcification of the aortic valve leaflets which may underlie hemodynamically significant aortic stenosis. Four days following the valve implant procedure, a CT noted that the hematoma was similar to slightly decreased in size; no new enlarging hematoma. These events prolonged hospitalization. The hematoma was considered resolved six days following the onset. No additional adverse patient effects were reported. Additional information was received which indicated that the CT that identified the calcification of the native aortic valve leaflets was taken two days following the valve implant procedure. Additional information was received that two days following valve implant, the patient experienced a 5 second episode of asystole. S ubsequently, a permanent pacemaker was implanted the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated a later hemoglobin measurement of 7.6 mg/dl, 7.2 mg/dl and the reported 7.8 mg/dl value was at discharge. As reported, the bleed was likely related to the external sheath and possibly patient anatomy. There was no difficulty in advancing the delivery catheter system (dcs). No treatment was required for the hematoma. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: h6 - eval code result and eval code conclusion product analysis: no images of the implantation procedure were provided for medtronic review and the valve remained implanted, was not returned to medtronic, so no product analysis could be performed. Conclusion: conduction disturbances are known potential adverse effects per the evolut system instructions for use (IFU) and can be resolved with the implant of a permanent pacemaker with the risk-benefit ratio in favor of the tav. Factors that may impact the development of conduction disturbances include depth of implant, baseline conduction defects, and anatomical considerations. In this case, a permanent pacemaker was implanted. With the limited information available, a conclusive cause of this conduction disturbance could not be determined. The patient had a medical history of atrial fibrillation which could have been a contributing factor. Vascular injuries, such as hematoma, are known potential adverse patient effects per the device IFU, and are typically related to patient factors (anatomy, comorbidities), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the information available, an assignable root cause of the vascular injury/complications could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that the CT that identified the calcification of the native aortic valve leaflets was taken two days following the valve implant procedure.

Manufacturer narrative:
Updated b5 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.